Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 35-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure hysteroscopy, dilatation curettage novasure saline hysteroscopy". The patient's past medical history included cholecystectomy and knee surgery nos. No cervical dysplasia, herpes simplex and human papilloma virus infection. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, 106 days before insertion of essure, the patient experienced uterine polyp ("endometrial polyp"). In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2015, the patient experienced rash ("rashes/ skin rash") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problem"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), skin disorder ("skin conditions") and bladder disorder ("bladder problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and urinary incontinence had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, rash, skin disorder, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, uterine polyp, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, rash, skin disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: cystoscopic exam revealed efflux of dye from both ureters. Normal trigone and normal bladder mucosa completely intact. Abdominal pain, urge incontinence, dyspareunia, pelvic pain, menorrhagia,uterine fibroids. Most recent follow-up information incorporated above includes: on 31-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events abnormal bleeding (vaginal, menorrhagia), urinary tract, depression and mental anguish, rashes or skin conditions, bladder or urinary problems,nickel allergy, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, gastrointestinal or digestive system condition, endometrial polyp, uterine fibroids were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 40-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure hysteroscopy, dilatation curettage novasure saline hysteroscopy". The patient's past medical history included cholecystectomy and knee operation. No cervical dysplasia, herpes simplex and human papilloma virus infection. Concurrent conditions included dysfunctional uterine bleeding. In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, 5 years 2 months after insertion of essure, the patient experienced urinary incontinence ("urinary incontinence"). In (B)(6) 2015, the patient experienced rash ("rashes/ skin rash") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problem"). On (B)(6) 2016, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), skin disorder ("skin conditions"), bladder disorder ("bladder problem") and uterine polyp ("endometrial polyp"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and urinary incontinence had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, rash, skin disorder, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, uterine polyp, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, rash, skin disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: cystoscopic exam revealed efflux of dye from both ureters. Normal trigone and normal bladder mucosa completely intact. Abdominal pain, urge incontinence, dyspareunia, pelvic pain, menorrhagia,uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure hysteroscopy, dilatation curettage novasure saline hysteroscopy". The patient's medical history included cholecystectomy and knee operation. No cervical dysplasia, herpes simplex and human papilloma virus infection. Cystoscopic exam revealed efflux of dye from both ureters. Normal trigone and normal bladder mucosa completely intact. Concurrent conditions included dysfunctional uterine bleeding and bleeding genital. Concomitant products included atorvastatin, ibuprofen, lidocaine (lidoderm), losartan potassium (cozaar), methylprednisolone, methylprednisolone, paracetamol (tylenol regular) and pregabalin (lyrica). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced urinary incontinence ("urinary incontinence"), 5 years 2 months after insertion of essure. In (B)(6) 2015, the patient experienced rash ("rashes/ skin rash") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problem"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), skin disorder ("skin conditions"), bladder disorder ("bladder problem"), uterine polyp ("endometrial polyp"), tooth fracture ("tooth broke") and dental caries ("cavities"). The patient was treated with root canal and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and urinary incontinence had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, rash, skin disorder, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, uterine polyp, uterine leiomyoma, abdominal pain, tooth fracture and dental caries outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, dental caries, depression, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, rash, skin disorder, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. Abdominal pain, urge incontinence, dyspareunia, pelvic pain, menorrhagia,uterine fibroids. Concerning the injuries reported in this case, the following one/ones were reported from social media : tooth fracture and cavities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received :: events were added- tooth break and cavities. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure hysteroscopy, dilatation curettage novasure saline hysteroscopy". The patient's medical history included cholecystectomy and knee operation. No cervical dysplasia, herpes simplex and human papilloma virus infection. Cystoscopic exam revealed efflux of dye from both ureters. Normal trigone and normal bladder mucosa completely intact. Concurrent conditions included dysfunctional uterine bleeding and bleeding genital. Concomitant products included atorvastatin, ibuprofen, lidocaine (lidoderm), losartan potassium (cozaar), methylprednisolone, methylprednisolone, paracetamol (tylenol regular) and pregabalin (lyrica). In (B)(6) 2009, the patient experienced depression ("depression/ psych injury"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2014, the patient experienced urinary incontinence ("urinary incontinence"), 5 years 2 months after insertion of essure. In (B)(6) 2015, the patient experienced rash ("rashes/ skin rash") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problem"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), skin disorder ("skin conditions"), bladder disorder ("bladder problem"), uterine polyp ("endometrial polyp"), tooth fracture ("tooth broke"), dental caries ("cavities"), hypersensitivity ("allergic reaction") and amnesia ("memory loss"). The patient was treated with root canal and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, urinary incontinence and hypersensitivity had resolved and the depression, anxiety, rash, skin disorder, allergy to metals, dyspareunia, fatigue, gastrointestinal disorder, uterine polyp, uterine leiomyoma, abdominal pain, tooth fracture, dental caries and amnesia outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, bladder disorder, dental caries, depression, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hypersensitivity, pelvic pain, rash, skin disorder, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, bladder/urinary problems. Abdominal pain, urge incontinence, dyspareunia, pelvic pain, menorrhagia,uterine fibroids. Concerning the injuries reported in this case, the following one/ones were reported from social media : tooth fracture and cavities, amnesia lot number: 628431, manufacturing date: 2008-11, and expiration date: 2011-11. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event: memory loss added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure hysteroscopy, dilatation curettage novasure saline hysteroscopy". The patient's medical history included cholecystectomy and knee operation. No cervical dysplasia, herpes simplex and human papilloma virus infection. Cystoscopic exam revealed efflux of dye from both ureters. Normal trigone and normal bladder mucosa completely intact. Concurrent conditions included dysfunctional uterine bleeding and bleeding genital. Concomitant products included atorvastatin, ibuprofen, lidocaine (lidoderm), losartan potassium (cozaar), methylprednisolone, methylprednisolone, paracetamol (tylenol regular) and pregabalin (lyrica). In (B)(6) 2009, the patient experienced depression ("depression/ psych injury"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2014, the patient experienced urinary incontinence ("urinary incontinence"), 5 years 2 months after insertion of essure. In (B)(6) 2015, the patient experienced rash ("rashes/ skin rash") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problem"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), skin disorder ("skin conditions"), bladder disorder ("bladder problem"), uterine polyp ("endometrial polyp"), tooth fracture ("tooth broke"), dental caries ("cavities"), hypersensitivity ("allergic reaction") and amnesia ("memory loss"). The patient was treated with root canal and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, urinary incontinence and hypersensitivity had resolved and the depression, anxiety, rash, skin disorder, allergy to metals, dyspareunia, fatigue, gastrointestinal disorder, uterine polyp, uterine leiomyoma, abdominal pain, tooth fracture, dental caries and amnesia outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, bladder disorder, dental caries, depression, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hypersensitivity, pelvic pain, rash, skin disorder, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, bladder/urinary problems. Abdominal pain, urge incontinence, dyspareunia, pelvic pain, menorrhagia,uterine fibroids. Concerning the injuries reported in this case, the following one/ones were reported from social media : tooth fracture and cavities, amnesia. Lot number: 628431. Manufacturing date: 2008-11. Expiration date: 2011-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure hysteroscopy, dilatation curettage novasure saline hysteroscopy". The patient's medical history included cholecystectomy and knee operation. No cervical dysplasia, herpes simplex and human papilloma virus infection. Cystoscopic exam revealed efflux of dye from both ureters. Normal trigone and normal bladder mucosa completely intact. Concurrent conditions included dysfunctional uterine bleeding and bleeding genital. Concomitant products included atorvastatin, ibuprofen, lidocaine (lidoderm), losartan potassium (cozaar), methylprednisolone, methylprednisolone, paracetamol (tylenol regular) and pregabalin (lyrica). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("depression/ psych injury"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced urinary incontinence ("urinary incontinence"), 5 years 2 months after insertion of essure. In (B)(6) 2015, the patient experienced rash ("rashes/ skin rash") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problem"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), skin disorder ("skin conditions"), bladder disorder ("bladder problem"), uterine polyp ("endometrial polyp"), tooth fracture ("tooth broke"), dental caries ("cavities") and hypersensitivity ("allergic reaction"). The patient was treated with root canal and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, urinary incontinence and hypersensitivity had resolved and the depression, anxiety, rash, skin disorder, allergy to metals, dyspareunia, fatigue, gastrointestinal disorder, uterine polyp, uterine leiomyoma, abdominal pain, tooth fracture and dental caries outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, dental caries, depression, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, bladder/urinary problems. Abdominal pain, urge incontinence, dyspareunia, pelvic pain, menorrhagia,uterine fibroids. Concerning the injuries reported in this case, the following one/ones were reported from social media : tooth fracture and cavities. Lot number: 628431, manufacturing date: 2008-11, expiration date: 2011-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event allergic reaction added. Event outcome for pain, bleeding, bladder/urinary problem changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.